Manufacturer narrative:
Follow-up received on 10-nov-2016: quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent partial hysterectomy to remove her uterus, 5 years after insertion. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 24-sep-2016 who had essure (fallopian tube occlusion insert) in (B)(6) 2008. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic fatigue, fibroids, excessive weight gain, and abdominal pain. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve them. On or around (B)(6) 2013, plaintiff underwent a partial hysterectomy to remove her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain (increasingly severe pain). She underwent partial hysterectomy to remove her uterus, 5 years after insertion. This event is anticipated according to reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the absence of alternative explanation and its nature, causal relationship between this event and essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Other non-serious events were reported. Further information will be obtained through litigation process.